Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece acted like it was trying to quit working. Additional clinical follow up with the customer indicated that the handpiece would work and then stop repeatedly during oscillating saw use. The customer was unable to resolve the issue with reset of the battery.